Manufacturer narrative:
On 03/19/2018, the patient was contacted directly, and she provided further details of the incident. She alleged that she transferred into the wheelchair and unlocked the brakes. Then she started to back up when she heard a beep, and the chair allegedly swung to the left as she pulled to the right and forward at same time, causing her to be thrown out of the chair. The twion was being used with a tilite aero t wheelchair, which is a non-invacare device, manufactured by permobil. The patient brought the wheelchair to the dealer, who advised that he could not replicate the problem; the wheels were working without any indication of failure. Additionally, the twion wheels were evaluated at alber USA. They were tested on a service station, and both wheels passed all tests. The wheels were also test driven on a wheelchair for a period of approximately 20 minutes, on both concrete and carpet surfaces, and while going up and down a ramp. During the functional test, the twion system did not produce any faults, either beeping or led error codes. The automatic switch-off function was also confirmed to function properly, as each wheel shut off after 15 minutes of non-use. The wheels showed no indication of powering on by themselves. Based on the product evaluation results from both the dealer and alber USA, the alleged incident does not appear to be the result of a device malfunction. Rather, it may be the result of inadequate training or use error. The patient received the wheelchair with twion system on (B)(6) 2018, which means that the device had only been in use for 3 days when the alleged incident occurred. It is unknown who delivered the chair or what training was done with the patient. Alber recommends that when a patient first receives their twion that they have a short driver training session, which must be completed with an authorized dealer or agent of alber, to become familiar with the drive system and all its possibilities. This one-to-one instruction session on handling and operating the device is included in the scope of delivery and is offered free of charge. The twion manual states, "it is strictly prohibited for any uninstructed or unqualified persons to use the twion." The manual also advises, "if you feel a little unsure about how to handle your twion please contact your specialist dealer for advice." Prior to the incident, the patient indicated that she applied the wheelchair's parking brake when she was sitting idle, but she did not turn off the wheels. Then after a period of 15 minutes, the system's auto-shutoff feature was activated. The twion user manual states, "when you have finished your journey, the two twion wheels should always be switched off and the parking brakes on the wheelchair used. This not only saves the energy of the two batteries but also prevents your wheelchair potentially rolling away inadvertently." If the patient was not in the habit of turning off the wheels during periods of non-use, and the device did not remain idle long enough for the auto-shutoff feature to activate, then the patient may have inadvertently initiated a drive command, not realizing that system was still turned on. The patient has acquired legal representation, and they have requested that no destructive testing be performed on the twion system; therefore, the wheels have not been sent to the manufacturer, alber (B)(4), for further analysis at this time. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that the patient alleged that the twion wheel turned off/on by itself, she fell out of the wheelchair, and sustained a broken leg.

Manufacturer narrative:
The patient's attorney advised that they are no longer representing the patient; therefore, the twion wheels were released to (B)(4) germany for further analysis. The evaluation was completed on 01/23/2019. Once again, no defect or malfunction was found during testing. The device was fully functional. The most likely underlying cause of the alleged incident remains to be use error. The patient has received new wheels, and an alber USA representative conducted training with her on how to properly operate the system.

Event description:
The dealer reported that the patient alleged that the twion wheel turned off/on by itself, she fell out of the wheelchair, and sustained a broken leg.